Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The facility contact stated that the dialyzer had a crack in the venous end header which caused the leak during treatment. The leak was visually observed. Estimated blood loss was 233cc's. Patient had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.